Event description:
A report was received that the patient will undergo an explant procedure. The reason for explant is unknown at this time.

Event description:
A report was received that the patient will undergo an explant procedure. The reason for explant is unknown at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient was no longer using the system anymore. The device was working properly prior to explant. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.